Manufacturer narrative:
(B)(4). The device is not expected to be returned for evaluation. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that interrogation of the device revealed a fault code (fc) 1003. The device was explanted and replaced without further incident. No adverse patient effects were reported.